Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
Related manufacturer report number: 1627487-2019-13999, 1627487-2019-14000. It was reported the patient underwent surgical intervention wherein the system was explanted and replaced for an unknown reason. No further information is known at this time.